Event description:
It was reported, the patient had a lead revision; the date was unknown. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Product ID 37742, serial# (B)(4); product type programmer, patient product ID 37752, serial# (B)(4), implanted: 2007 (B)(6); product type recharger product ID 3708220, serial# (B)(4), implanted: 2007 (B)(6); product type extension. (B)(4).

Event description:
Additional information received reported that the cause of the event was unknown and that there had not been any abnormal impedance measurements. It was stated that MRI/x-ray/CT scan had been ordered but not completed. It was reported that there were no stated signs or symptoms associated with the event.